Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s battery migrated lower in the buttock and lateral, causing pain. The patient denied falls, accidents, or any incident where it occurred and felt like it happened over the past couple of years. A pocket revision was scheduled, the physician created a new pocket and used tyrx to help stabilize the new pocket. The issue was reported to be resolved at the time of the report and the patient was alive with no injury. No further complications were reported.